Event description:
It was reported the patient experienced device erosion. A blood culture was performed and resulted positive for bacterial infection. The system was explanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.